Manufacturer narrative:
We received one - fogarty fortis catheter without the packaging for examination. The catheter tip area was damaged . The reported event was confirmed for balloon damage. The catheter appeared to have been inserted into the patient. The balloon was found to be torn around the circumference at both windings. Latex is visible under both windings. There is no damage to the balloon windings or catheter the body. There is latex missing. Dried blood was observed on the windings and also inside of the inflation lumen. Per the IFU ¿to minimize the risk of vessel damage, balloon rupture or tip detachment, do not apply excessive force.¿ the balloon latex is yellowing which is an indication latex deterioration. Deterioration is "a condition usually cased by age, excessive exposure to light, atmosphere, or ozone. Though we have confirmed product damage exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
As reported, fogarty's balloon burst during prepping prior use on patient, with less than 0.7ml of inflation volume. No patient complications were reported.